Event description:
It was reported by the customer that the head end jack was drifting. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.